Event description:
A report was received that the patient during a lead revision procedure for inadequate therapy, the physician replaced the ipg due to the patient stating that the stimulation would change when the ipg was low battery levels. The patient is reportedly doing well.

Event description:
A report was received that the patient during a lead revision procedure for inadequate therapy, the physician replaced the ipg due to the patient stating that the stimulation would change when the ipg was low battery levels. The patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that the patient's stimulation could change as the battery depletes was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Therefore, the reported complaint the patient's stimulation could change as the battery depletes was not duplicated or confirmed. The device displayed normal device characteristics.